Manufacturer narrative:
Date sent to the FDA: 9/26/2007. Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. The return of the product upon which this medwatch is based is anticipated. Further information received or derived from the evaluation will be provided with a supplemental 3500a form.

Event description:
It was reported that during a robotic, mitral valve repair procedure, the catheter was placed in the aorta. The balloon initially had what appeared to be an occlusion immediately after placement. Antegrade cardioplegia was administered. No retrograde cardioplegia was being used. Signs of electrical cardiac activity started appearing. The balloon was then repositioned and more volume was added to the balloon. Occlusion again could not be achieved. The balloon was then deflated and the surgeon decided to cross clamp the aorta. To complete this, a small thoracotomy incision was made in the patient's chest. The case was successfully completed with no adverse patient consequence.